Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2013. As part of the intake attachments for (revision of patient's left femur due to instrument/ bone breakage), an operative report from (B)(6) 2013 was provided identifying the procedure as a revision of the patient's left total hip. As reported in the operative report: "the hip on the left side was explored, and there was a huge cystic swelling containing old blood product in the proximal femur on the left side, and on the acetabular side there was a proliferation of vascular material around much of the margins of the cup. Both however, were technically fixed. The femur by a small pedestal antero-medially. The acetabulum around the lugs on the old pca cup. It was necessary to remove all components..."